Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic, non-dependent patient was presented in clinic, rising capture threshold and increased pacing lead impedance were observed during the past six months. Exit block was suspected. Recommended programming change was made. The patient condition is good and will be monitored.